Event description:
Procedure type: pancreas. According to the reporter: the surgeon dissected to the hilum then fired the endo gia 2.5-60 across the hilum and renal artery. The result was staple formation started proximal and gradually disappeared distally. He believes it was not too thick tissue but rather a staple misfire. The renal artery was then immediately pinched off with an instrument, performed an emergency laparotomy and vascular was called stat. There was bleed reported in excess of 250cc. An additional surgical intervention was required: laparotomy for exploration of bleeding. This event resulted in more blood loss (6 units of prbc (packed red blood cells) and 1 unit of ffp (fresh frozen plasma). The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).